Event description:
During the unpacking, it was noticed by the physician that a taxus element 16mm x 3mm was broken at the distal portion. The procedure was completed with another same device without patient complications. The patient's condition was reported as fine. Additional information has been requested and is not available.

Event description:
During the unpacking, it was noticed by the physician that a taxus element 16mm x 3mm was broken at the distal portion. The procedure was completed with another same device without patient complications. The patient's condition was reported as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion monorail stent delivery system (sds) with no packaging. The first proximal row of stent struts were stretched and flared. The tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the device defective/malfunctioned/failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).